Event description:
A peritoneal dialysis (pdrn) registered nurse contacted (B)(6) customer service to report the micropore surgical tape. Patient's pdrn/nurse stated that the patient reacts to normal surgical tape. Patient develops itching and rashes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).